Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 383 mg/dl. Customer stated that she had difficulty pushing buttons. Customer had to have her husband help with the act button. Customer noticed the issue when she first got the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.